Manufacturer narrative:
Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the hospitalization and the liberty cycler or cycler set. Additionally, there is no allegation against the cycler or any fresenius product. Plant investigation: the device was returned to the manufacturer for evaluation. A visual inspection of the returned cycler device exterior showed no signs of physical damage. A visual inspection of the interior showed dried fluid within the cassette compartment. The mushroom head checks passed. The device was subjected to simulated use testing and all results passed without failures. The valve actuation test, system air leak test, and teach pumps tests passed. The ast test failed as the motor pump stalled and created noise. However, there were no other alarms received during any of the testing process. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device did not confirm any alarms or device issues.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was currently in the hospital for a catheter infection and requested a replacement liberty cycler due to various alarms during fills and drains. Follow-up information with the pd nurse revealed that the patient was admitted to the hospital for peritonitis on (B)(6) 2017 and not a catheter infection as was first reported. The peritoneal effluent was cultured and positive for enterococcus faecalis. The patient was initially treated with cefepime and then transitioned to vancomycin once the culture results were available. The patient was also prescribed gentamicin cream for use at the catheter site. The patient was discharged from the hospital on (B)(6) 2017.